Event description:
It was reported that the rad-8 device has missing display segments. No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.